Manufacturer narrative:
It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support that the placement signal sensor was disrupted during intravascular lithotripsy of the right coronary artery. The pump flows remained stable, and the impella was explanted as expected at the end of the procedure. No patient harm was reported.